Event description:
It was reported that at follow up high right ventricular (rv) superior vena cava (svc) impedance (>200 ohm) was observed. The rv lead was abandoned/capped and replaced without patient complications.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).